Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found that the device was unused. A hair approximately 12 cm long was noted in the packaging of the device. The package had been opened prior to its receipt at the investigation site; therefore, it could not be confirmed that the hair was present in the sealed packaging prior to the procedure. The source of the hair cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode was opened during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, when the white paper was peeled back, a black hair was noted to be stuck on the paper. Another leveen coaccess electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode was opened during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, when the white paper was peeled back, a black hair was noted to be stuck on the paper. Another leveen coaccess electrode was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.